Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all the users were unable to login to station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where all users were unable to login to station. A technical support specialist (tss) checked remote support service (rss) and confirmed that the device was online. The user rebooted the station while on the call. Once the station booted up, the user attempted to log in and was successful. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.